Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 3mm, 110 x 25mm was allegedly broken during insertion could be confirmed. Based on investigation, the root cause was attributed to a r&d/design related issue. The failure was caused by too high tolerances on the tip of the pin. An nc and CAPA have been open to address the recurring situation of the self-drilling half pin apex ø 3mm breakages. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was lost.

Event description:
Apex pin broke on insertion into tibia during operation on right leg of patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Apex pin broke on insertion into tibia during operation on right leg of patient.